Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during an implant procedure on (B)(6) 2020 that the patient went into cardiac arrest. The cause may be related to stress induced narcolepsy. The doctor explanted the lead and CPR was administrated. The patient was revived.